Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the device confirms it is damaged, several deformation marks can be seen on the entire device. Root cause is attributed to the device being worn from normal use and servicing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During inspection in local distribution center, it was noticed that product was damaged.